Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information, the reported single leaflet device attachment (slda) appears to have been a result of patient conditions. The reported recurrent mitral regurgitation (mr) and fatigue appear to have been cascading events of the slda. The reported patient effect of recurrent mr and fatigue as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.b2: hospitalization removed, other added

Manufacturer narrative:
Estimate date. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, prolonged hospitalization. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr). On (B)(6) 2017, one clip was successfully deployed, reducing mr. Then on an unknown date, the patient returned feeling tired. Therefore, the physician ordered another echocardiogram. It was discovered that the clip became detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). There were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.